Event description:
Per the audiologist, the patient reported dizziness and loudness with use of the device. The results of an integrity test (date not reported) indicate normal device function. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.